Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The physician administered blood patches. Additionally, the physician removed the device due to impaired wound healing. There have been no reports of further complications regarding this event.